Manufacturer narrative:
G4-510k: this report is for an unknown veptr construct/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the review of the following journal article: karlin, l.I. Et al (2021), the growth-friendly surgical treatment of scoliosis in children with osteogenesis imperfecta using distraction-based instrumentation, spine deformity, vol. 9 (xx), pages 263¿274 (USA). The aim of this two multi-center database-specific retrospective case study is to determine the feasibility of growth-friendly distraction-based surgery in children with oi. A total of 5 patients were included in the study. Surgery was performed using veptr in one patient (patient #3) and a competitor device in 4 patients. All patients had a minimum of 2-year follow-up. The mean follow-up period was unknown. The following complications were reported as follows: patient #3 - a (B)(6) male patient, had a veptr construct: a unilateral rib-rib and rib-spine construct. This construct was converted to a bilateral pelvis to rib construct after 4 years of treatment. The patient underwent a total of 11 surgeries: 1 initial procedure, 9 lengthenings, and 2 unplanned surgeries. There were 6 instrumentation failures and revisions: (1, 2) 2 cephalad cradle replacements, (3) l3 supralaminar hook-replaced with l5 pedicle screw, (4) infected, loose l5 pedicle screw replaced by l5 supralaminar hook, (5) l5 hook replaced by pelvic hook, (6) placement of right-sided pelvis to rib veptr to improve correction. Revisions #4 and #5 were unplanned surgeries. This report is for an unknown synthes veptr construct. It captures the reported case of a (B)(6) male patient who had veptr construct was converted to a bilateral pelvis to rib construct after 4 years of treatment; placement of right-sided pelvis to rib veptr to improve correction - infection. This is report 1 of 6 for (B)(4).